Event description:
Caller reported aviva system blood glucose results of between 75 mg/dl and 190 mg/dl within 10 minutes using 3 different aviva systems. No information was provided to indicate what results occurred with any of the 3 meters. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2, medwatch with identifier (b)() is for aviva system 3.